Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of ventricular capture. No additional information could be obtained through follow-up. The impla ntable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.